Event description:
During an im nailing, surgeon could not get the stardrive end cap to screw onto the nail. Surgeon decided not to use one and finished the procedure successfully without any harm to the pt.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.